Event description:
It was initially reported to philips healthcare that a noncritical failure occurred, but followup info provided stated the device has a red x and is running the ops check automatically when you switch it to monitor mode. There is no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.